Event description:
It was reported that when the device is powered up and tested, it exhibited alarm internal o2 sensor concentration high reading 24.9%. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
The defective device was not returned; however, the log files were submitted for review that showed occurrences of technical failure 278, "internal o2 sensor concentration high." A review of the device data confirmed that the affected device was not operating on the most up to date software version. A field service engineer has been scheduled to perform a software update and calibration of the internal o2 sensor.